Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel. A 5.0mm x 40mm x 40cm mustang balloon catheter was advanced for dilatation and the device was initially inflated at 20 atmospheres. Second inflation was performed at 22 atmospheres; however, during the third inflation at 24 atms for 90 seconds, the balloon ruptured. The procedure was completed and no patient complications were reported. The patient's status was good.